Event description:
Information received indicates the side rail is not locking in the upper position.

Manufacturer narrative:
The technician replaced the right head side rail center arm to repair the bed.